Manufacturer narrative:
Medtronic reference number (B)(4). The service engineer (se) inspected the device and was not able to duplicate the alleged event. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a device alert diagnostic message. The patient was removed from the ventilator and manually ventilated via an ambu bag and was then placed on an alternate ventilator. There was no patient harm as a result of the event.